Event description:
Mps reported arm shaking upon entering haptics. He tried shutting down and restarting and the problem persists. He said all is fine getting into haptics but once ready to cut the arm is shaking a lot, the doctor is going to get through this case but it needs attention.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: I was not able to reproduce the problem. Ran kin cal on the right side to bring back into calibration. All other tests were optimal. Ran haas test with success as a precaution. Preventative maintenance performed at time of service. All tests are optimal. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob150 was inspected on (B)(6) 2011 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob150 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: I was not able to reproduce the problem. Ran kin cal on the right side to bring back into calibration. All other tests were optimal. Ran haas test with success as a precaution. Preventative maintenance performed at time of service. All tests are optimal. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(4) was inspected on 23/06/2011 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, (B)(4) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking upon entering haptics. He tried shutting down and restarting and the problem persists. He said all is fine getting into haptics but once ready to cut the arm is shaking a lot, the doctor is going to get through this case but it needs attention.